Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy procedure, the surgeon fired the vascular reload with signia and the staple line was perfect. When retracted to cut, the surgeon only cut part of the staple line. The surgeon stapled again from where it was cut to resolve the issue. No patient adverse events were reported. No reinforcement material was used.